Event description:
It was originally reported that the pt experienced a loss of therapeutic effect. She was reprogrammed about (B)(6) ago and symptoms became worse not better. It was noted she has a rare medical condition related to a stroke and it had been very challenging with all the treatments that have been done. The healthcare provider confirmed that she experienced no symptoms. Her device was reprogrammed on (B)(6) 2008 and she was supposed to call back. Pt outcome was noted as no injury. Later it was reported that the pt never experienced therapeutic effect. The pt programmer would not display if the device was on or off. The healthcare provider reported that the pt did not feel the ins was effective. The ins was reprogrammed on (B)(6) 2009. The ins turned off several times with immediate increased movements. Each time the ins was turned back on, the movements ceased. Pt outcome was still no injury.

Manufacturer narrative:
(B)(4).